Event description:
Upon removal of the pleural catheter, the catheter fractured leaving part of it in the pleural space. An incision was required to retrieve and remove the remaining portion of the catheter from the pleural space.